Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device is behaving in a manner consistent with premature battery depletion (pbd). At the routine follow up appointment, in (B)(6) 2019, the battery longevity had depleted one year, five months, since the previous device check three months ago. Additional information was received that a boston scientific technical services (ts) consultant recommended reprogramming the device. The physician will monitor the patient device closely, through the home monitoring program (latitude).